Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient stayed overnight in the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels stayed over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting and chest pain. The patient was treated with intravenous fluids, pod was changed and many tests were performed. The patient was released the following day once bg levels had improved with fluids and doctor did not feel she needed to be admitted to the hospital.